Manufacturer narrative:
This event (peritonitis) is for the same patient involving three separate products. This is report 1 of 18 total reports involved for the same patient due to pd and hd events.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced the following events after the use of the product. On (B)(6) 2007 ER visit due to hypotension. On (B)(6) 2008 admitted to the hospital due to kidney hematoma, esrd, bleeding secondary to hematoma, hypersalivation, severe pain, hypertension, and anxiety. On (B)(6) 2009 experienced peritoneal infections and sepsis. On (B)(6) 2009 experienced peritoneal infections, sepsis, metabolic acidosis and hypotension. On (B)(6) 2009 and (B)(6) 2009 experienced peritonitis. On (B)(6) 2009 experienced peritonitis. On (B)(6) 2010 experienced sepsis with hospitalization. On (B)(6) 2011 ER visit due to pyelonephritis. On (B)(6) 2012 ER visit due to cold sweat and occipital headaches. On (B)(6) 2012 experienced bacterial fungal peritonitis with left flank pain. The medical records did not have concrete data that nay of these event had been caused by fmc products, only that some of them may had been cause by the fact that the patient's dialysis could have had infections.